Event description:
A customer contacted stryker to report a non-critical issue with their device. Upon inspection, stryker observed that the device would not power on when the lid is opened. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and observed that the device would not turn on when the lid is opened. The customer was provided with a replacement device. The cause of the reported issue was determined to be due to the reed switch sw5.